Event description:
It was reported that patient underwent a replacement surgery for his artificial urinary sphincter (aus) device due to an unknown reason. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.